Manufacturer narrative:
The lot number was provided for three of the four malfunctions and a lot history reviews were performed. The fourth malfunction's lot number is unknown. The device has not been returned for evaluation for any of the four malfunctions; therefore, the investigation is inconclusive for the reported peeling issue as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model 1616000 port allegedly experienced a peeling issue. This information was received from various sources. The four malfunctions all involved patients with no reported consequence. The four patients ranged from 48-83 years of age. Of the reported patients, one was male and three were female. The patients¿ weights were not reported.